Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown concentration of morphine at 2 mg/day via an implantable pump for non-malignant pain and pancreatitis. On (B)(6) 2016, it was reported that the patient had a pump revision on (B)(6) 2016 because their pump was flipping. No symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.